Event description:
Boston scientific crm received information that the patient with this lead had received an inappropriate shock due to oversensing of noise. A revision procedure was performed and the lead was explanted. At the explant procedure, a fracture was observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This event will be updated upon return and completion of analysis. The lead was returned for analysis. The entire lead was returned in two parts. Visual inspection noted abrasion through the insulation to the conductor coils approximately 23 cm from the terminal pin. A fracture was observed on the rate/sense coils, and the high voltage coils were severed, likely during the explant procedure. Arcing damage was also observed on the high voltage conductor coils. The insulation abrasion and fracture were consistent with clavicular first rib crush. Analysis also noted stretching of the conductor coils and damage to the medical adhesive and gore coverings.